Event description:
It was reported to philips that system was not booting up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed the system would not power on. The customer reported that, at bootup, only the splash screen with a progress bar was visible, and no application loaded. After rebooting the system, there was no philips logo on the review monitor. The fse was advised to reload the software to the suite pc. Upon troubleshooting to resolve the issue, the fse reinstalled the suite pc software and restored the backup from the x-ray system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.